Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor autozero failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the proximal pressure sensor autozero failed. The remote service engineer (rse) provided the customer with the steps to resolve the reported issue. The customer decided to order solenoids 3 and 4 as well as the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. Device evaluation and repair are pending.

Manufacturer narrative:
The customer realigned the pins to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.